Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet was not working. It could not perform the up and down motion. The ratchet was reassembled to resolve the issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that when they came to take the handle off it was stuck. No delay to surgery or endanger to patient. The ratchet handle was broken. During the investigation it was discovered that the handle did perform the up/down motion. No adverse event was reported as a result of this malfunction.